Event description:
It was reported that the prime wire had issues retaining shape after shaping a few times during procedure. Casual selectivity issues reaching distal destination.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the prime wire had issues retaining shape after shaping a few times during procedure. Casual selectivity issues reaching distal destination.

Event description:
It was reported that the prime wire had issues retaining shape after shaping a few times during procedure. Casual selectivity. Issues reaching distal destination.

Manufacturer narrative:
Correction to a previously submitted MDR: 3006010712-2023-00056. Brand name: aximed 0.014" * 180cm to aximed prime soft shapeable tip vascular guidewire. Manufacturer name: lake region medical to brivant limited.